Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4). The dentist reported that 12 days after dental implant was installed in the patient¿s mouth, its non-osseointegration was observed. In addition, the procedure of immediate load was performed.